Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: total knee revision. Patient underwent original tkr on (B)(6) 2012. Patient presenting with pain. Revision surgery was performed on (B)(6) 2014. During revision, loosening of the tibial was evident. Patient initials and dob are provided. Reports and xrays are not available. No further information available.

Manufacturer narrative:
Additional narrative: resubmitting to FDA due to outage. Original submission took place (B)(4) 2014. The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.